Manufacturer narrative:
The device was not returned for analysis; it is not possible to perform a device evaluation without return of the device. The device was not returned for analysis.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.

Event description:
It was reported that upon incoming inspection at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that upon incoming inspection at the user facility foreign material was found in the sterile packaging of the product. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.